Manufacturer narrative:
The customer replaced the breath delivery unit (bdu) printed circuit board (pcb). Covidien was only authorized to update the software. The ventilator passed all testing. (B)(4).

Event description:
Covidien received information that the 840 ventilator stopped cycling. There was no pt connected to the device when the malfunction occurred.